Manufacturer narrative:
The bone plate was examined with stereoscopic means. The broken ends show a crystalline structure which gives evidence that the material was ok. The examination could not verify any material faults. To exclude any production errors, 25 chin plates of different lengths and lot numbers were examined by stereoscopic means. None of these plates showed any cracks or material faults. Near the breakage area the plate has minor mechanical faults which are not a material problem but rather shows that the plate might have been bent back and forth till it broke , however, co cannot be sure. Pictures and original lab report with enlarged photos of the plate are kept in co's files.

Event description:
Chin plate in patient was discovered broken during examination by the patient's doctor. A second surgery was performed on 05/27/97 to replace the plate.